Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit had normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 511 mg/dl. The customer was hospitalized for the high blood glucose. The customer did not provide further information about the hospitalization. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.